Event description:
During the implant procedure, a facial vein that had been nicked at the beginning and controlled began bleeding again when the patient started to buck during anesthesia adjustments. The physician placed additional ligatures on the vessel to achieve hemostasis, which resolved the issue.